Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 8030647-2016-00129 for the first patient. It was reported that the sheath broke on the catheter and the catheter was manually retrieved from the artificial airway. Additional information was received on 23-jun-2016 that there were no adverse effects from the reported event, and the catheter was manually removed and exchanged for a different catheter on the patient. The second patient was a (B)(6) male. There was no harm to the patient requiring resuscitation or re-intubation. No additional information received.

Manufacturer narrative:
The sample was received and evaluated. Sample 1 - the bushing is detached from the cone adapter. There is a visible ring of adhesive residue seen on the exterior of the bushing. This is located at 9mm from the proximal tip. The components were viewed under uv light. There is visible evidence of application of adhesive with optical brightener. There is inconsistent coverage of adhesive seen on the components. The device history record for the lot number, m6069t503, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).